Event description:
Vacuum assisted core breast biopsy was performed under ultrasound guidance. Imarc tissue marker was placed in biopsy site. Patient developed swelling above clavicle and had difficulty swallowing. Tissue marker was removed in 2008 and by the next day, symptoms disappeared.

Manufacturer narrative:
No conclusion can be drawn as to the cause of this event. Patch testing was performed on patient with actual implanted tissue marker and tested negative.